Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. Analysis was normal. No anomalies were found. Further information was requested but not provided.

Event description:
It was reported that on (B)(6) 2021, the implantable cardioverter defibrillator was at explanted and replaced due elective replacement indicator (eri) and the device was an advisory device for battery performance alerts (bpa). No bpa alert was received and normal battery depletion was reported. The patient condition was stable before, during, and after the procedure.